Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified baxter set dislodged and fell out after the bag. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.